Event description:
It was reported that the insulin pump alarmed button error and had unresponsive buttons. The blood glucose reading was unknown. No significant events leading to the alarm were observed. The customer stated that prior to the alarm, there had been a drink that spilled next to her but she did not think that the device had gotten wet. Advised discontinuation of the insulin pump. The customer treated with manual injections. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.